Event description:
It was reported that prior to starting a da vinci nephrectomy procedure the surgical staff encountered a system error 23. After restarting the system, the error persisted. An error code 23 signifies that a node detects a fault in inter-module communication. The initial reporter of this complaint contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The tse reviewed the system logs and confirmed the error codes 23 and 25503 occurred and were pointing to the endoscopic camera manipulator (ecm). An error 25503 indicates arm feedback was late or timestamp was invalid. After pressing the emergency power off button on the patient side cart (psc) and surgeon side cart (ssc) no errors occurred. However, during draping the site experienced the reported error again. Due to the reported issue, the surgeon made the decision to abort the procedure post -anesthesia. No further clinical information was provided about the event. An isi field service engineer (fse) visited the site and found no issues with armnet 3. Armnet is a communication node between the controller boards, set up joints and psm. The fse tested the system to the original manufacturer specifications. The system passed verification and electrical safety tests.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause of the customer reported failure mode. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(4) 2014 and confirmed the reported error messages were found to have occurred during the reported surgical procedure. This complaint is being reported due to the following conclusion: due to the reported error message, the surgeon made the decision to abort the da vinci surgical procedure.